Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause was use of a non-olympus lamp.

Manufacturer narrative:
The user facility reported that the problem was resolved upon replacing the main lamp. In addition, it was learned that the suspect main lamp was a non-olympus lamp. Since the device was not returned to olympus for evaluation, a conclusive root cause could not be determined. As stated in the instruction for use: "warning: never install a lamp that has not been approved by olympus. The use of a non-approved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire.¿

Event description:
A user facility reported to olympus that the lamp took a long time to ignite. The problem, as reported to olympus, occurred during a procedure. The intended procedure was completed using the same device with no delay in procedure. There was no patient injury associated with the reported problem.